Manufacturer narrative:
Initial reporter complete last name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was confirmed that during use the foley catheter was naturally dislodged during repositioning. Upon checking the cuff afterward, it was found to be damaged. It was unclear which part was damaged.